Event description:
It was reported that during a low anterior resection procedure, the device was placed on bowel tissue. The device was not able to be close. One hand was used to pull closing trigger and other hand closed firing trigger: as a result the staples didn't form. The case was completed by handsewing the anastomosis. There was no patient consequence.